Event description:
It was reported that the procedure was to treat a lesion located in the mid circumflex with a 90 degree angle and calcification. The delivery system was advanced to the target lesion with resistance; however, the balloon could not be inflated. Contrast was seen leaking in the proximal shaft of the delivery system. When the device was checked outside of the human body, the physician noted the implant seemed flared. He was unsure as to whether the damage was due to the lesion or angle. The target lesion was treated with the implantation of another 2.5x28mm implant. There was no clinically significant impact to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue, leak and flared scaffold strut were confirmed. Physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, it should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed in listed in is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.